Manufacturer narrative:
Correction: further review determined the event did not meet the definition of a serious injury per 21 cfr 803. It does meet the definition of a reportable malfunction per 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during a cranial biopsy. It was reported that during the case, when going to navigate, the scope probe was brought in and after a few minutes they lost tracking of the probe, it did not show on any of the views. However, when the instrument is taken out of the field and it becomes visible once again. There was no reported patient impact.